Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by full height cubie drawer. A field service engineer reseated all connections and wires in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.